Event description:
It was reported that during a laparoscopic gastric bypass procedure, the staple line appeared to be extroverted rather than inverted. The surgeon had to oversew the entire staple line, which required additional surgical time. There was no reported patient consequence.